Event description:
It was reported that an ilet pump exhibited battery depletion and failed to hold a charge despite placement on a charging pad showing a solid indicator and on an off-label magsafe charger, with the device indicating charging while the battery continued to decline. Symptoms included no adverse clinical effects. Outcomes included no clinical impact and continued use of backup therapy. Investigation included customer interview, troubleshooting, and replacement of the device and charger. Investigation of this case revealed a suspected device power or charging malfunction without evidence of user error. It was concluded that the event was device related and that replacement was warranted, with return of the original device pending for evaluation.